Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information: the actual device associated with this event is not known. The following are possible products: coated vicryl plus antibacterial, product code (B)(4). Coated vicryl plus antibacterial, product code (B)(4). Monocryl plus suture, product code (B)(4).

Event description:
It was reported that a patient underwent a surgical repair of the knee on an unknown date after a fall at home. A postoperative x-ray was taken. The patient was returned to surgery for removal of a needle tip.